Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope displayed a foggy image. When the event occurred was unknown. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The following fields were updated: d9, h3, h6. In addition, the following reportable malfunctions were identified during the device evaluation: dirty objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure which means expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.